Event description:
Surgeon reported that approximately two weeks post-op, a patient was presented with drainage from the tibial tip site. The screw was not proud, but was level with the bone surface. The surgeon said the fluid was drained and the patient seemed to be getting better. At that point, he was just going to monitor the patient. E-mail states "the fluid was drained and cultured negative. He didn't say that the patient was being treated with anything only that she was improving and the swelling was going down".

Manufacturer narrative:
Device is not being returnd for evaluation.